Event description:
Boston scientific received information that high pacing impedance measurements on the pacemaker and right atrial (ra) lead were observed due to a lead and device connection issue. Loss of capture was also observed at the ra lead. The ra lead was repositioned and both products remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.